Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with glucose reaching 226 mg/dl and remaining above target for several hours; the user ate a larger-than-usual meal during the episode, the device delivered corrections, and glucose returned to range. Symptoms included elevated blood glucose. Outcomes included user dissatisfaction with glycemic control and a decision to discontinue ilet use and return to a prior aid system. Investigation included complaint intake, review of user-reported blood glucose course, discussion of potential infusion set and tubing factors, and offer of training and troubleshooting. Investigation of this case revealed no confirmed device malfunction; the pattern was consistent with hyperglycemia in the setting of a larger meal and user-declined further training, while the user attributed the issue to correction performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.